Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up an alert for out of range high voltage lead impedance was observed. All measurements were in normal range during in-clinic testing. The lead will be monitored. The patient was in good condition.